Event description:
It was reported that this device was exhibiting premature battery depletion. During the first follow-up visit, the power consumption was at 120% usage, and had increased to 129%. This device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was exhibiting premature battery depletion. During the first follow-up visit, the power consumption was at 120% usage, and had increased to 129%. This device remains implanted and in service. No adverse patient effects were reported. Additional information: technical services reviewed device data and confirmed normal battery depletion.